Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The inner insulation and the inner tubing were kinked buckled. The lead was stretched and had apparent damage at implant.

Event description:
It was reported that during attempted implant of the right atrium (ra) lead the helix would not extend. It was also reported that after several turns with significant torque build-up in the ra lead, the helix would not extend while in the patient. It was further reported that the ra lead was removed and the same issue was observed while trying to extend the helix with the ra lead lying flat on the surgical table. Therefore the ra lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.